Event description:
Patient came in with post-op infection. Two weeks previously the scope fell apart during surgery and the doctor and scrub had both touched the scope when they touched the back table. Patient came in for debridement. The device is sterilized using autoclave.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported incident.